Event description:
Event description boston scientific crm received information that the patient stated he was told that one of his two leads became loose and was therefore electrically deactivated. The patient did not know which lead it was specifically. After the reprogramming, the patient stated he feels better, however, he feels his heart beats harder now and suspects the device may be causing this sensation. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed how there are adjustable parameters that may resolve this sensation for the patient, and referred the patient to his physician. No additional information is available at this time. If additional information becomes available, this event will be updated. It was later reported that this lead was confirmed to be dislodged. The lead has been programmed out of service and there are no plans to reposition or replace this lead at this time.